Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient's pump currently administered baclofen with concentration 500 mcg/ml at a dose rate of 184.69 mcg/day. The manufacturer/type of baclofen and drug lot number was unknown. The indication for use regarding the pump was intractable spasticity and post spinal cord injury. The pump was implanted on (B)(6) 2011. The patient experienced increased spasms and had shown an increase in tone; date of event was (B)(6) 2015. The pump was checked and there were no active alarms or indication of a pump problem. Regarding the past three pump refills the following reservoir volumes were observed: on (B)(6) 2015 the actual residual volume (arv) was 7 ml and the expected residual volume (erv) was 7.2 ml, on (B)(6) 2015 arv was 11 and erv was 9.7, and on (B)(6) 2015 arv was 8 ml and erv was 7.1. It was considered that all of the reported volumes were within the flow rate specification. Additional information requested included obtaining the following: unknown drug information regarding baclofen, drug therapy dates, other medications taken at time of event, pertinent medical history, troubleshooting/action/intervention taken, and cause of issue. Additional information will be provided in a supplemental report as it becomes available. Additional information was received from a company representative who indicated that the patient experienced an increase in tone. The volume discrepancies were found to be within the normal limits. The healthcare provider was working up the patient to assess for other causes for the increased tone. Information was also received from the physician's office on (B)(6) 2015, the patient was also being treated with oral baclofen and nucynta at the time of the event. In an effort to troubelshoot/diagnose the event, a routine lab was performed which ruled out infection. A CT scan was also performed to check the tip of the catheter for a granuloma. There was a small rate increase and there were no volume discrepancies.